Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During an atherectomy procedure with a peripheral viperwire and competitor filter, the wire and filter became stuck at the end of the sheath. The viperwire and filter both broke. The wire fragment was retrieved. Additional information was requested but not received.